Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. The area was prepared with alcohol before placing the sensor on the body. According to the patient, on (B)(6) 2026, they experienced a skin reaction with redness, inflammation and infection underneath the sensor pod area. The site was showing signs of inflammation and swelling redness. Infection was seen under the pod after removal. The patient went to the hospital and was treated with a prescription of an oral medication (cephalex). No photo was provided. At the time of the report ((B)(6) 2026), the patient was still in the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. The area was prepared with alcohol before placing the sensor on the body. According to the patient, on (B)(6) 2026, they experienced a skin reaction with redness, inflammation and infection underneath the sensor pod area. The site was showing signs of inflammation and swelling redness. Infection was seen under the pod after removal. The patient went to the hospital and was treated with a prescription of an oral medication (cephalex). No photo was provided. At the time of the report ((B)(6) 2026), the patient was still in the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.